Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was dropped and the screen was discolored and the customer was unable to read the words. Customer's blood glucose was 262 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.